Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ca 19-9 immunoassay (ca19-9) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory to the clinic. The sample initially resulted as 128.0 u/ml (the reference range is < 27 u/ml). An aliquot of the same sample was repeated on (B)(6) 2018, resulting as 103.8 u/ml. Another aliquot of the sample was tested with an abbott analyzer, resulting as 49.7 u/ml (the reference range is < 37 u/ml). No adverse events were alleged to have occurred with the patient. The ca19-9 reagent lot number was 25733600, with an expiration date of 28-feb-2019.

Manufacturer narrative:
The customer treated the sample in a heterophilic antibody blocking tube and measured it with the abbott method, resulting with a value nearly 100 u/ml. A sample from the patient was provided for investigation. Analysis of the sample for hama (human anti-mouse antibody) interference and high dose hook effect showed no evidence of an abnormal result. The customer's ca19-9 result was considered to be correct. Different recovery of ca19-9 values of some samples with different methods are known and caused by the complex nature of the antigen. Both methods generated results above their respective reference ranges.